Event description:
Reporter stated that customer received the following results on 2 different meters within 3 minutes: hi (result > 33.3 mmol/l (mobile system) and 10.3 mmol/l (aviva system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6).